Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that they had a defective loudspeaker. No sound was audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.